Event description:
Healthcare professional reported through regulatory agency "fold, wave", "rotation", "color change", "effusion/lymphorrhea" and "anaplastic lymphoma (histological sampling)(exam)". Histopathological markers cd30+ and alk- have not been received, hence the report of alcl has not been confirmed. This record is for the right side. The device was explanted.

Manufacturer narrative:
Continued e1 -- phone number: (B)(6). The event of lymphoma - alcl - suspected and seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected and seroma.